Event description:
(B)(6). Caller noted the lead trends show highly variable rv(right ventricular) capture thresholds and rv sensing trends. See attached cl reports showing an ongoing trend since implant. Caller is going to try changing sensing and pacing to rv tip-coil to see if that stabilizes the trends. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).